Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -6.5/2.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024.on (B)(6) 2020 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This resolved the problem. Cause of the event is reported as device.